Event description:
Customer reported intermittent poor image quality. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the mono-block tube assembly. System operates as intended.